Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Product was not returned despite multiple requests. The customer complaint of broken smartsite could not be confirmed due to the product was not returned for failure investigation.

Event description:
The customer reported that fluid was not flowing through the line, the incident occurred when blood backed up into the tri-port connector. The blood reached the tpn filter and also backed up into the pt's drips that were connected to the tri-port connector. The tri-port connector was changed and the pt remained stable. No further info was available.